Manufacturer narrative:
Product complaint # (B)(4). Additional evaluation summary: four pouches were received for evaluation. The devices received were manipulated. The 4 pouches were removed from the original box. The 4 pouches are sealed and no box was returned. The defect seen during the product evaluation is not aligned with the defect described in the event description. The defect identified is not linked to a manufacturing issue.

Manufacturer narrative:
Product complaint # (B)(4). A review of the batch manufacturing records for product code (B)(4), lot 3930362 was conducted and the batch met all finished goods release criteria . Expiration date: 06/30/2022. Manufacturing date: 09/09/2017. Additional information: when opening the box there were 6 items of (B)(4) and 4 items of (B)(4). Additional information was requested and the following was obtained: when the nurse opened the box was the cellophane intact? Yes. When the customer opened the box was there a seal or was the seal broken? Not broken. When the nurse opened the box was it a new box or was the box previously opened and sitting on the shelf? New. Did the product inside match what is on the outside of the package? Yes for 6 items and 4 no different. To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that when opening the box there were mixed items. There was no patient involvement.